Event description:
Patient reported left side "intracapsular contracture and rupture," and per MRI "radial folds" and "liquid inclusions." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture are seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, rupture.

Event description:
Device has been explanted.